Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). Following crossing of a guide wire to the lesion, a 2mmx20mmx142cm coyote¿ es balloon catheter was advanced to predilate the lesion. However during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. Another coyote balloon was selected and following dilation, a non-bsc stent was deployed. Post dilation was performed. Blood flow was improved and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen and blood. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 5mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). Following crossing of a guide wire to the lesion, a 2mmx20mmx142cm coyote es balloon catheter was advanced to predilate the lesion. However during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. Another coyote balloon was selected and following dilation, a non-bsc stent was deployed. Post dilation was performed. Blood flow was improved and the procedure was completed. No patient complications were reported and the patient's status was good.